Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net in backup vvi mode. A device image was sent for further investigation. A device download was performed successfully.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.